Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: during what kind of procedure was the device used? -laparoscopic gall bladder. Was the device fired over an existing clip? -no. Were any unexpected noises heard? If so, when? -no. Did the procedure drive the need to apply torque or twist the device? -no. What was done to repair the cystic duct? -procedure was completed with new clips since there was bleeding: how much blood did the patient lost? Was a transfusion required? -small amount of bleeding occurred, no need for transfusion. Is the patient expected to have a full recovery? -yes. What is the age and sex of the patient? -unknown. What is the patient¿s current status? -well. Is the surgeon an experienced user of this product? -yes. Was there a recent conversion to ees devices in this account or with this surgeon? -yes. Is there any other additional information you would like to share about this device or procedure? -clips were loose, that¿s why clips did not close the tissue.

Event description:
It was reported that during an unknown procedure, single clips did not close. Cystic artery bleeding occurred. It is unknown what was used to complete the procedure.